Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The customer stated that the patient's were pediatric patients.

Event description:
It was reported that the tubing set male luer cracked during use on pediatric patients.